Event description:
Boston scientific crm received info that over four years after this pt passed away, the pt's daughter contacted the boston scientific crm technical services dept and questioned the function of the device. The pt's daughter stated that she has heard that these devices have had issues. Additionally, she claimed that the pt was just fine in the morning, but had a heart attack later that evening "after some guy fiddled with his device". The pt was not cremated, and there was no autopsy performed.

Manufacturer narrative:
The boston scientific crm technical services dept asked whether the device had been explanted or not, but the pt's daughter was unaware of the current device status. Technical services advised the daughter to discuss her father's device with the following cardiologist, and provided the appropriate contact info for the clinic. A request has been made to the field for additional info; however, no additional info is available at this time. This event will be updated if any additional info is received.